Event description:
It was reported that there was an unknown error "unable to pair replace tx.". The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A nordic bluetooth device pairing test was performed and failed. The allegation was confirmed. The probable could not be determined. In addition, unrecoverable signal loss was found in connection to the reported allegation. The reported event of a "unable to pair replace tx." Is reportable based on the finding of a unrecoverable signal loss. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that there was an unknown error "unable to pair replace tx.". The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and passed. A nordic bluetooth device pairing test was performed and failed. The allegation was confirmed. The probable could not be determined. In addition, unrecoverable signal loss was found in connection to the reported allegation. The reported event of a "unable to pair replace tx." Is reportable based on the finding of a unrecoverable signal loss. No injury or medical intervention was reported.